Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was visually inspected internally and externally, and no issues was identified. The instrument was placed on an in-house system, and it passed the recognition and engagement tests. The instrument also passed the clip test and it moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip appliers do not open and close properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument has been inspected prior to use and no damage or anything out of the ordinary has been observed. Site had no information when the incident with the clip applier occurred or what specific issue the surgeon has experienced. The permissible clips for the clip applier were used. It was not known what size of clip the surgeon used on the vessel or structure nor the diameter of the bundled vessel or tissue. The subject clip applier had been used during the case once or twice. The issue has been resolved with a backup applicator. No photos and/or videos of this event are available for isi to review.